Event description:
It was reported that during a radiographic evaluation, the implant seemed loose. In 2009, the surgeon attempted to cement an all-poly device, but was unsuccessful. The surgeon decided to implant a thicker humeral head and left it as a hemi.